Event description:
It was reported during implantation the non-pre-loaded ar40e model intraocular lens (iol) was inserted into the patient¿s ocular sinister (left eye) and removed due to torn iol during the procedure. It was also mentioned only the cartridge tip contact had patient contact with patient's os. The iol was wasted because the tech loaded the lens into machine incorrectly. The incision was enlarged however there was no patient injury, no suture(s) and no vitrectomy. The replacement lens was another ar40e 4.0 diopter iol. Patient outcome was reported as fully recovered. The suspect iol is not available for return as it was destroyed. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient date of birth: unknown however both (B)(6)1919 and (B)(6) 1957 were provided. Sections a-4 patient weight: unknown/asked information unavailable. Section b-3: date of event: unknown however both (B)(6) 2023 and (B)(6) 2023 were provided. Section d-6a date implanted: not applicable as the iol was inserted and removed during the same procedure. Section d-6b date explanted: not applicable as the iol was inserted and removed during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.